Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual examination of the provided picture identified the device fractured at the spring location. Device is covered in bio-debris. No further evaluation could be made with the provided picture. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: foreign, new zealand. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a hip replacement procedure, the surgeon was drilling a screw hole in the acetabulum when the flexible drill bit broke. No health consequences or harm reported. It was confirmed that no further information could be provided